Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that at the end of the procedure, the tip of the microcatheter came apart on the back table. There was no impact to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the information currently available the exact cause for the reported catheter tip break cannot be determined.

Event description:
It was reported that at the end of the procedure, the tip of the microcatheter came apart on the back table. There was no impact to the patient.